Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with pulse generator in backup vvi mode. Rep contacted technical services when an asymptomatic patient presented in-clinic in backup vvi . After a device download, the device resumed not function. The patient was asymptomatic and would be followed normally.